Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of a broken sensor and a broken sensor needle. The customer's blood glucose was unknown at the time of incident. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer.